Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was chipped out on lower left front corner of top case, cracked on right plunger case, and it was missing battery and battery door. Event history log (ehl) showed: force sensor test error. Power up process, check and test force sensor were performed and the reported problem was duplicated; the force sensor was out of calibration. The root cause of this issue was caused by the customer's incorrect assembly of the device. Action(s) taken to mitigate the reported issue(s): reassembled the whole plunger assembly, performed force sensor calibration process, and all functional testing passed.

Event description:
It was reported that the pump had a primary audible post failure. No patient injury was reported.